Event description:
Related manufacturer reference number: 2916596-2020-02539.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed; however, it was revealed that the returned system controller was unrelated to the cause. All log files associated with this complaint, as well as the root cause of the alarm, have been addressed via the modular cable¿s investigation (reference MFR # 2916596-2020-02539). However, upon visual inspection of the returned system controller, it was revealed that the controller¿s black and white strain reliefs were broken. A hole exposing inner conductors was observed on its black cable, and the bottom left of its user interface was damaged and was peeling off. The controller was functionally tested and failed all power cable continuity tests due to the observed cable damages. However, the controller operated a mock loop as intended throughout all testing and functioned as intended despite the damages. Voltage values were also observed to be typical throughout testing. The root cause of the damages to the system controller was unable to be determined through this analysis. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolved alarms that sound from their system controller, including driveline communication fault alarms. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a driveline fault alarm. Log file analysis showed a driveline communication fault on (B)(6) 2020. This fault did not return. 143 emergency backup battery usages were also noted. System controller was exchanged and returned.